Event description:
On (B)(6) 2013, the lay-user/patient contacted lifescan (lfs) USA, alleging that the onetouch ultra meter has a display issue. Half of the screen is sometimes missing. The results cannot be viewed. This complaint is classified according to the documentation of the customer care advocate. The patient does not take any medication to manage his diabetes. The patient is unsure when the display issue began. However, according to the patient, he developed symptoms of "shaky" and required medical intervention with IV fluid on (B)(6) 2013 as a result of the reported product issue. The product issue was not resolved with training. There was no product misuse. This complaint is being reported because the patient claimed he had symptoms and required medical intervention suggestive of acute complication of diabetes after the display issue began. The lfs product was replaced and requested back for investigation.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.